Event description:
The customer reported a paddles problem. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a paddles problem. There was no reported pt involvement. The philips field service engineer evaluated the device and confirmed the paddles were abnormal. The paddles were replaced to resolve the issue. The device passed all performance assurance testing and was returned to use.